Manufacturer narrative:
Model number/catalog number: sc-8416-50, serial number: (B)(4), batch/lot number: 7013847, model/catalog description: artisan MRI paddle lead 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patients ipg pocket incision opened up and was draining pus. It was also mentioned that the midline incision was full of pus as well. The patient was given IV antibiotics and underwent a total explant procedure. The physician believed infection was not device related.